Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the proximal left anterior descending artery. The physician attempted to advance a taxus express2 3.0x12 mm drug eluting stent through a previously implanted stent, but was unsuccessful. The vessel was re-dilated with a 4.0x20mm quantum maverick balloon. Attempted to reinsert the 3.0x12mm taxus express2, however, the stent was still unable to cross. As the device was being removed, it caught on the previously implanted stent causing the struts to flare. The procedure was completed with another 3.0x12mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.